Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing was performed and failed due to the receiver perpetually rebooting. "Try it" tests were performed and unable to run because of perpetual rebooting. Receiver functional testing was performed and unable to run because of perpetual rebooting. Open receiver was performed and passed. Measure the speaker resistance was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.